Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The event was manifested by abdominal pain and cloudy effluent. The cause of the event was not reported. The patient was not hospitalized. Treatment details were not reported. Extraneal and physioneal therapies remained ongoing. At the time of this report, the patient had not recovered. No additional information is available.